Manufacturer narrative:
(B)(4). Insulin pump power up properly after battery installation. Insulin pump received with operating currents within specification. Insulin pump passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No the motor arm cannot communicate with the main arm, the critical block and inverse critical block did not add to zero or bolus not delivered alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump stopped and it received multiple pump error. The customer¿s blood glucose level was 199 mg/dl at the time of incident. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.